Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter powers off during use and does not turn on. These issues were not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.